Manufacturer narrative:
Pump was received with no up button response due to flattened button dome switch. Pump was received with scratched lcd window, cracked case on display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken battery tube threads and missing end cap sticker. Pump was received with ink spot/bleeding lcdglass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 8.8 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.